Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the mildly tortuous part of the proximal sfa. After pre-dilatation with different passeo-18 balloons, the pulsar-18 was introduced, but the stent could not further be released after release of 40mm. The handle was unpacked but the stent still could not be released. The device was withdrawn.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being retracted by about 86 mm. The stent has been partially released. The proximal stent markers touch the proximal stent stopper. The proximal radiopaque marker has shifted. In addition, the device shaft has been torn or cut proximally. The length of remaining device shaft is 1112 mm. The proximal portion of the outer shaft is well sliced and has fractured, most likely inside the handle. In the as-returned state the handle was completely disassembled. Several parts of the assembly are missing. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The guidewire and the introducer sheath used in the intervention were also not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.